Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting intermittently. The cause for the failure was isolated to a corroded (B)(4) processor on the computer/analog (c/a) board. The root cause of the corrosion could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.